Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The reported patient effect(s) of dissection is listed in the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent system instructions for use as a adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending coronary artery with moderate calcification, mild tortuosity and 90% stenosis. Pre-dilation was performed by a 3.0x12 traveler balloon dilatation catheter. The 3.5x23mm xience prime stent was implanted at 10 atmospheres. During post dilation with a 3.5x12mm non-compliant traveler balloon which was inflated to 18 atmospheres, a distal edge dissection occurred. A 3.5x8mm xience alpine stent was used to treat the dissection and completed the procedure. There were no reported adverse patient sequela and no clinically significant delay. No additional information was provided.